Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot. Functionality was restored as the system was used to complete cases prior to being repaired. There is no report of death or serious injury.